Manufacturer narrative:
A review was conducted of the instrument and service labeling and field service training, which identifies that there is potential for electrical shock when working internally to the instrument with the power applied. Warning information of electrical hazard when access is made internally to the instrument compartment is present (label located on exterior of instrument warning of shock hazard). Field service personnel should use caution when making contact with electrical components when the instrument is in the ready state. Review of the cell-dyn 1800 service manual (revision) states, "the cell-dyn 1800 system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Basic electrical hazard awareness is essential to the safe operation of any system. Only qualified field service personnel should perform electrical servicing." Based on this information, the instrument is designed to be safe for the operator but the hazard of electrical shock does exist if access is made internally to the instrument components. This potential hazard of electrical shock is presented by the instrument labeling, which states, "caution: internal shock hazard. Service by qualified personnel only." Inspection of the returned instrument found no product deficiency related to possible electrical shock from internal components of the instrument. Labeling of the instrument and the service manual (which abbott field service engineers are trained to) indicate that precautions should be exercised when working inside the instrument. The design is to give common electrical hazard protection for the operator and service personnel are expected to show caution when dealing with potential hazards. The investigation demonstrated that the cell-dyn 1800 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
An abbott field service engineer (fse) reported receiving a mild electrical shock while installing a cell-dyn 1800 analyzer at the customer site. The shock was received as the fse placed his left hand on the 10 ml syringe drive assembly, inside the analyzer, while he was inspecting the vacuum pump. The instrument was in the "ready" state. No medical treatment was required. The analyzer was returned to abbott laboratories for an investigation. There is no impact to patient management reported.